Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an auto-fill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Attempts at lowering the augmentation and pressing the "fill" key were unsuccessful. There was no blood or visible kinks in the helium line. They switched the console out, but the same issue occurred. The customer had contacted a physician to consider maneuvering the catheter. A chest film showed correct placement. The call ended as the physician was at the bedside to discuss further actions. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter name: (B)(6), rn, bsn, (B)(6) nurse manager. Device available for eval? Updated from "yes" to "no." The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2019 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.